Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient was not aware that the battery should be able to move slightly within the pocket. No further investigation or assessment of the battery in the pocket needs to be done at this time. Patient received new charging paddle and has no issues connecting to their ins since.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was mdt rep called with pt on the line who reports they began experiencing difficulties recharging their implantable neurostimulator (ins) about 2 weeks ago. Mdt rep reports that they met with the pt yesterday and reports that initially they were having trouble locating the ins with the recharger telemetry module (rtm) plugged in, and after resetting their patient telemetry module (ptm), they were able to find the ins and initiate a recharging session without issue. Mdt rep reports that pt called them again today and reported similar issues. Pt denies seeing any error codes during recharging sessions. Technical services (tss) had pt connect to their ins with the ptm only and this was done without issue. Pt did not have their rtm with them at the time of the call. The issue was not resolved through troubleshooting. Mdt rep reported that they will work with the pt over the next day or two when they initiate a recharging session to determine if the pt sees any error codes or if the issue seems to be connected to the ptm or the rtm, and call back for assistance in replacing an external component if needed. Pt also mentioned during the call that their ins occasionally moves slightly within the pocket, but that it does not cause any pain or discomfort. Mdt rep called back in with the patient on the line stating they are still working on charging the patient's ins, however are continuing to have difficulty with connecting the rtm. Rep reports when just the controller is connected to the ins, it is able to connect normally, but when the rtm is plugged in, 75% of the time it is unable to recognize the ins and will state to reposition. Patient states they are at a 50% charge level in their ins at the time of this call. Ts sent email to repair to replace the rtm.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.